Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 300s mg/dl. A correct bolus via the pump was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 179-192 mg/dl at the time of report.